Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by possible inappropriate positioning during screw insertion. The device inspection revealed the following: some metal abrasions are clearly visible only starting just a bit more then from the mid section onwards though. A close up of the front part of the thread shows that some metal swarf had been generated during screw insertion. The metal shaving has broken off and was not returned. These damages indicate that possibly inappropriate positioning during screw insertion (on an angle) has caused these abrasions. The screw head and its locking section are intact. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that, during a primary procedure on a left foot, when driving the screw through the hole in the plate following the surgical technique, metal shavings were coming off the threads of the screw. The screw and shavings were removed. Another screw was inserted in the same hole of the plate and was able to be inserted with no metal shavings caused. Surgery was completed successfully with a delay of approximately 45 seconds. No adverse consequences reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that, during a primary procedure on a left foot, when driving the screw through the hole in the plate following the surgical technique, metal shavings were coming off the threads of the screw. The screw and shavings were removed. Another screw was inserted in the same hole of the plate and was able to be inserted with no metal shavings caused. Surgery was completed successfully with a delay of approximately 45 seconds. No adverse consequences reported.